Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was dysmenorrhea, abnormal uterine bleeding, endometriosis, uterine prolapse, cystocele, rectocele, stress urinary incontinence, and sphincter deficiency. The procedure performed was a laparoscopy assisted vaginal hysterectomy, anterior repair, pubovaginal sling with bone anchors, and rectocele repair.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.